Manufacturer narrative:
Block b3: exact date unknown, event occurred during patient visit with the physician prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 263151/ 262034.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility.